Manufacturer narrative:
The reporter indicated that a12.6mm, vicmo12.6, -15.50 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020 . On (B)(6) 2020 the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem. Claim # (B)(4).

Manufacturer narrative:
Additional information: b5:the reporter indicated that a12.6mm, vicmo12.6, -15.50 diopter, implantable collamer lens was implanted into the patients right eye (od). On 11 sep 2020 the lens was removed and later exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem. Claim #: (B)(4).

Manufacturer narrative:
H3- device evaluation: lens was returned in a micro-centrifuge vial with moisture and debris on lens. Visual inspection found no visible damage to lens. Claim # (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Implant date: unk. Date received by MFR: this product is not marketed in the u.s.. Health effect impact : lens remains implanted, no secondary intervention has been performed. Unable to enter field. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicmo12.6, -15.5 diopter, implantable collamer lens was implanted into the patients right eye (od). Excessive vault was observed, lens remains implanted. Other, "lens size was according to ocos nomogram correct, but vault too high after implantation" was reported to be the cause of this event. Lens exchange is planned but not yet taken place. If additional information is received a supplemental medwatch report will be submitted.